Event description:
A clinical director reported a case of epithelial ingrowth, observed eleven days post bilateral flap lift lasik retreatment surgery. Upon f/u, reporter indicated the flap was lifted and irrigated twice post operatively, (B)(6) 2013. Reporter noted that the pt was continuing on the standard post operative eye drop therapy with an increase of artificial tear use. Pt symptoms were noted to be improving. There are two related reports for this pt. This report addresses the left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).